Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4), associated with this report. The device has not been previously sent into service for the reported condition of "fc 803:07." The user interface module software version of this device is 5.09.90. (B)(4).

Manufacturer narrative:
The reported condition of failure code 803:07 was confirmed and duplicated due to corroded prism sensor assembly/faulty pump head module. The pump head module assembly was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which failure code 803:07 occurred during patient delivery. The reported condition occurred in the med surgery unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The user interface module software version of this pump is currently unknown.